Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on 4 patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s) and questioned by the physician(s). Sample ids 020075453 and 020075395 were also repeated on the same instrument, and the repeat results were discordant, falsely low. The samples were repeated on an alternate dimension vista 500 instrument, resulting higher. The repeat results obtained from alternate instrument were reported, as the correct results, to the physician(s). The repeat results matched the history for all the patients.there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2019-00450 on 02-dec-2019. Additional information (09-dec-2019): siemens further investigated the issue and determined that sample ID 020075453 and sample ID 020075395 were repeated on the initial instrument; the repeat results were also low. Section b5 and section b6 were updated to reflect this additional information. Siemens further investigated the issue and determined that weak sample mixing due to the malfunction of sample 1 (s1) mixer potentially contributed to the discordant, falsely low co2 results. The maintenance of s1 arm and replacement of s1 mixer resolved the issue. The conclusion code of section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that discordant carbon dioxide (co2) results were obtained on patient samples on a dimension vista 500 instrument. A customer service engineer (cse) was dispatched to the customer's site. The cse detailed sample 1 (s1), reagent 1 (r1) and reagent 2 (r2) arms. The cse also replaced mixers, probes, belts and couplings, performed alignments, and ran quality control (qc), auto check, and service method tests. All tests, checks, and qc recovered acceptably. The cause of the discordant, falsely low co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on 4 patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate dimension vista 500 instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). The repeat results correlated with the patients' historical results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.